Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the pacing lead exhibited high thresholds, high impedance and noise. It was also reported that the implantable pulse generator (ipg) exhibited a pacing problem and that a grommet / setscrew problem was noted. The physician commented that after turning it only twice, the set screw came out of the grommet. The lead was capped and replaced. The ipg was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.